Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customers blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.